Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated he received a safety notice about the insulin pump's scroll wrap feature and wanted to know what it meant. The customer was advised of the issue. The customer stated he did not need a replacement insulin pump. Nothing further was reported.